Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
While inserting the anchor during the procedure, the anchor inserter tip fractured. The fractured piece and the anchor were removed from the patient, and another device was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One of the tips of the inserter has fractured. The fractured piece was also returned confirming its removal from the patient. The anchor is observed to have light staining indicating use. Further, the foam insert with needles is no longer assembled to the juggerknot handle and the sutures are no longer captured by the luer cap. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.